Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. The instrument was found to have a broken piece at the base of the yaw pulley. A piece approximate 0.089 x 0.064 was found to be broken off the yaw pulley. Broken piece was returned attached to the instrument. The known cause of this failure is user mishandling/misuse. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported event was initially reportable but the failure analysis findings did not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
(B)(4). The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the provided information, this complaint is being reported due to following conclusions: a piece of the material from the permanent cautery hook instrument allegedly fell inside the patient and was retrieved. No adverse event occurred as result of the reported issue. There was no allegation of any injuries.

Event description:
It was reported that during a da vinci robotic assisted cholecystectomy procedure, the surgeon discovered a yellow piece in the patient that was later identified as a piece of the material from the permanent cautery hook instrument. The piece was retrieved and the procedure continued. There was no allegation of any harm, injury or adverse outcome to a patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report.